Event description:
It was reported that with the device blood leakage occurred during patient use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received for investigation: one used and decontaminated 3ml provent syringe. The component was loose within a bag. No original packaging was present. Visual inspection of the returned syringe revealed that the filter was missing from the device, thus complaint. As the sample provided was not in the original sealed package and had been used, it could not be stated with any confidence at what point the filter was missing from the plunger tip. A missing filter will likely result in leakage. The root cause is unknown. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.